Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-50 serial/lot#: (B)(4), description: linear st lead, 50cm model #: sc-3138-55, serial/lot#: (B)(4), description: scs phiii ext 55cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient was explanted due to an (B)(6) infection. The patient was experiencing redness and soreness that was not localized around the devices. The patient has had an ongoing challenge prior to the implant and it became worse post-surgery over time. There was not a sudden onset immediately after the surgery. Oral and IV antibiotics were prescribed for the patient. It is undeterminable if the infection was device or procedure related.

Manufacturer narrative:
Additional information was received that the patient finished the course antibiotics and the infection has cleared.

Event description:
A report was received that a patient was explanted due to an methicillin-resistant staphylococcus aureus (mrsa) infection. The patient was experiencing redness and soreness that was not localized around the devices. The patient has had an ongoing challenge prior to the implant and it became worse post-surgery over time. There was not a sudden onset immediately after the surgery. Oral and IV antibiotics were prescribed for the patient. It is undeterminable if the infection was device or procedure related.